Manufacturer narrative:
On september 13, 2024, mentor received additional information indicating that the capsular contracture that the patient experienced was actually on the right breast. In addition, mentor also became aware that the correct date of event was on february 26, 2018. Also, mentor became aware that the incorrect date of explantation was erroneously indicated in the section b 5. Event description of the initially report. The correct date was on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: menopause signs and unspecified symptoms mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, as part of a clinical study, underwent breast augmentation revision with two 340cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed via MRI with right breast implant rupture. The patient also suffered right breast capsular contracture (baker grade ii) and menopause signs and unspecified symptoms. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2024. This medwatch form is for the left breast prosthesis.